Event description:
It was reported that during a da vinci hysterectomy surgical procedure, broken cables were identified at the distal end of the mega needle driver instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was observed to be sticking out at the wrist of the instrument. The cable broke under tensile loading. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported broken cable if to recur could cause or contribute to an adverse event.